Event description:
Customer called to repeat that he went to the hospital in 2009, due to the pod giving him high readings all day. He was ill and vomiting and that is when he made a trip to the ER.

Manufacturer narrative:
The device involved was not returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The product user guide instructs the user to check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. It also suggests that the patient always carry extra supplies in case of emergency.